Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-15054. It was reported the patient was without stimulation and had not charged her ipg in 8 months due to not being able to communicate with her charger. The sjm representative met with the patient and confirmed the issue. Surgical intervention will be taken at a later date to address this issue. Additionally, the physician is planning to replace the patient's lead in order to provide improved coverage to her foot.